Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states a piece on the top of the side frame that broke off, top rivet on the right walking beam.